Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine definitive cause of event.

Event description:
Pre-operative diagnosis for this procedure: lumbar spinal canal stenosis it was reported that patient underwent l5/s posterior lumbar interbody fusion. On an unknown date, post-op, the cage was backed out and revision surgery was performed due to recurrence of symptoms due to cage back out. Implants were replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.